Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went swimming and saw a crack from the top of the battery compartment up to the back of the insulin pump and liquid on the insulin pump screen and it was shut off. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case and cracked battery tube threads.